Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet experienced hypoglycemia after announcing a normal breakfast, with blood glucose dropping to 61 mg/dl; the patient is new to the system and sought guidance, and education was provided that the system is adaptive and reduces insulin delivery around 70 mg/dl. Symptoms included hypoglycemia. Outcomes included recovery of glucose as reported by the patient, with no alerts or alarms and no medical intervention or hospitalization. Investigation included complaint intake, user education on device function, and assessment of use conditions. Investigation of this case revealed no device malfunction reported and that the event was consistent with device learning and expected insulin modulation. It was concluded, based on previously established findings for similar reports, that the cause was unclear.